Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 13-sep-2018 it was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately totuous and moderately calcified right coronary artery. Following predilatation, a 2.50 x 24mm synergy ii drug-eluting stent was advanced but failed to cross the lesion due to calcification and angulation. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed stent damage. Device evaluated by MFR: synergy ous mr 2.50 x 24mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found distal stent damage. Distal stent strut rows 1 and 2 were lifted and pulled in a distal direction. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip found no damage. No other issues were identified during the product analysis.